Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-01117. The pt has 2 leads with the same lot number. It was reported the pt is no longer receiving stimulation and cannot communicate with his ipg. It was also reported he was not receiving effective stimulation. The pt is working with his physician to determine the next course of action. Surgical intervention is pending to replace the ipg and revise the lead location.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.